Event description:
In 2008, the pt reported that he believes his infusion device is delivering the incorrect bolus amounts and "this pump is giving me too much insulin." He stated that on ten days earlier, he felt tired and later in the evening, he was clammy and wet and he "passed out." His daughter called paramedics and he was taken to the hosp where his blood glucose measured 23 mg/dl. He stated that he vomited on the way to the hospital. He was hospitalized for 1 week and was treated with glucagon. He stated that he also developed pneumonia while hospitalized. On the day prior to original date, the pt stated that he had an "insulin reaction" while on his way to church (he did not test his blood glucose) and he ate a candy bar to elevate his readings. He stated that he "pigged out" while at church and bolused 10 units of insulin. When he returned home, his blood glucose measured 60 mg/dl and he ate a peanut butter and jelly sandwich and drank a glass of milk. The next morning, his blood glucose measured 114 mg/dl. He stated that during the night he rec'd an e6 (mechanical) error and he disconnected and began using insulin injections. He stated that he does not know his insulin to carbohydrate ratio or his insulin sensitivity. He was advised to consult with his physician regarding this info. During troubleshooting, the pt was instructed to review the bolus history of the infusion device. The first bolus listed was for 110.0 units on that day at 9:30pm, the second bolus was 110.0 units on the same day at 1:46pm, and the third bolus listed was for 120.5 units on two days prior to original date. The pt stated that he did not program these bolus amounts. Product was replaced and requested to be returned for eval. Upon follow up on the following month, the pt stated that he rec'd his replacement infusion device and his blood glucose had returned to normal.